Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump had buttons that seemed slow. The blood glucose reading was 304 mg/dl. The customer stated that with this insulin pump, her blood glucose readings have not gone lower than 300 mg/dl. Her doctor stated that it had to be the insulin pump. The customer complained of excessive thirst, urination, and itchiness. She noted that she did not have any syringes or new insulin but that she would go to the pharmacy in the morning and would call back. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.